Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and urinary dysfunction/sacral nerve stim. It was reported that last week they went for an MRI and they wouldn't do it because needed to turn therapy off and patient didn't bring their external devices. Reviewed MRI information. With instruction, caller connected to implant and place into MRI mode. The patient mentioned when they first connected, they received por message which they cleared. When asked, patient said that just recharged implant last sunday however said that the battery wasn't low. When asked no recent medical tests or procedures. Patient did mention that had carpal tunnel surgery in the past. Emailed MRI information.